Event description:
N/a.

Manufacturer narrative:
Additional contact details: (B)(6). A getinge field service engineer (fse) stated that he unable to replicate user complaint. Successfully completed functional check on unit upon initially testing with testing catheter and trainer. Identified however moisture traces on testing catheter. Inspected unit internally. Identified moisture inside the safety disk, pim, pim to fll manifold lines, going to the pressure/vacuum reservoir. Completed various condensation removal procedures (crp) before proceeding with testing. Post crps, identified moisture spraying out of pim catheter insertion port. Identified code 124 in the logs on 26 october around 1500 hours, drive transducer out of calibration, correlating with system failure prompt. Logs attached for reference. Identified moisture on safety disk side going into drive manifold right in line with drive transducer. Replaced drive and vacuum transducers as a precaution. Calibrated transducers. Post replacement and calibration, successfully completed a full function check without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)displayed system failure alarm . ICU nurse called getinge clinical support regarding the issue. The nurse was unable to resolve using iab fill key. Tubing was clear, connections tight. Nurse reported a lot of condensation in helium tubing. ICU staff getting patient back to bed and going to reposition patient and catheter. Getinge clinical support recommended nurse disconnect helium tubing from pump, and then shake and/or suction out the fluid. Getinge clinical followed up with nurse and learned unit surfaced restriction alarms and unable to restart pump. Nurse then surfaced a loud noise (cardiosave critical alarm) with cardiosave displaying system failure. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had arrived the onsite on (B)(6). Actually, the fse was unable to replicate the user complaint. After that the fse had further successfully completed the functional check on unit upon initially testing with testing catheter and trainer. The fse had also identified moisture traces on testing catheter and trainer. The fse had also identified moisture traces on testing catheter. Then the fse had inspected the unit internally. Fse had also further identified the moisture inside the safety disk, pim, pim to fill manifold lines, going to the pressure/vacuum reservoir. Than the fse had further completed the various condensation removal procedures (crp) before proceeding with testing. Even the post crp's were also being identified by moisture spraying out of pim catheter insertion port. Than the fse had further identified the code 124 in the logs on 26 october around 1500 hours while the drive transducer is out of calibration which is correlating with system failure prompt. The logs have also been attached for reference. Than the fse had further identified the moisture on safety disk side which is going into drive manifold right in line with drive transducer. Than the fse had further replaced the drive and vacuum transducers as a precaution. The fse had also performed the post replacement and calibration successfully and completed a full functional check without issue. The unit had calibrated and passed all functional and safety tests per factory specifications. At last the service was being completed. There is an involvement of the patient during this incident. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0682-00-009-01 qty: 2 with a reported unit failure of a system failure message. The fat performed a visual inspection and found the parts to be in good condition. The fat installed both pn 0682-00-009-01 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issue confirmed in either part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)